Manufacturer narrative:
Additional information: (intervention required), (serious injury). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoracoscopy left lobectomy, while firing the blood vessel, the staples did not form "b" shape and its staple line was incomplete distally. The staple line was fixed by suturing it again. To complete the case, they replaced the new nail to fire.

Manufacturer narrative:
(B)(4). (Surgical intervention required) if information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoracoscopy left lobectomy, while firing the blood vessel, the staples did not form "b" shape and its staple line was incomplete distally. The staple line was fixed by suturing it again. To complete the case, they replaced the new nail to fire. There was no effect on the patient.